Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding the no energy delivery was confirmed by failure analysis

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) stopped responding to coagulation, and thus coagulation was omitted. The monopolar cable was replaced, and the mcs was visually inspected along with the drape however, there was no change. The instrument was replaced with a new one to resolve the issue. The procedure was completed with no reported injury.